Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that a CT was performed on the 2 years and 7 months later , and corelab have reviewed and observed aortic enlargement. Corelab review of CT imaging just under four years post the index procedure identified a new aortic enlargement of +8.1mm when compared to imaging taken over a year post the index procedure. The maximum aortic diameter measured 61mm. There was no endoleak or stent ring enlargement observed. The image was noted as not examinable for fractures and stent ring migration due to device overlaps. Corelab reviewed CT imaging a further six months later. A new type ia endoleak was observed on v08208691. No stent ring enlargement or stent ring migration were observed. Fractures were not examinable due to device overlaps. The maximum aortic enlargement was noted as 65.9mm. Aortic enlargement was of + 13mm (persistent ) was seen. This imaging was compared to imaging taken a year post the index procedure. Further CT imaging performed 2 .5 months later was reviewed by corelab. No endoleak, stent ring enlargement, stent ring migration were observed. Fractures were not examinable due to device overlaps. The maximum aortic diameter observed was 65.0mm. Persistent aortic enlargement of + 12.1mm. It was confirmed by corelab that there was an additional device implanted between the two CT dates. No cause of the event was reported. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : a corelab image dated four years and four months post the index procedure noted aortic enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received :CT imaging taken four years and four months post the index procedure was reviewed by corelab. Persistent aortic enlargement of +9.7mm was noted. The maximum aortic diameter measured 62.6mm. No endoleak, stent ring enlargement or stent ring detachment were noted. A fracture was not examinable due to multiple device overlaps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: corelab reviewed CT imaging which was performed over five years post the index procedure. No endoleak, stent ring enlargement or stent ring migration were noted. A fracture was not examinable due to device overlaps. Persistent aortic enlargement of +9.3mm was noted in comparison to a CT taken fifteen months post the index procedure. The maximum aaa diameter measured 62.2mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: corelab review of CT imaging from approximately 6 years and 1 month post index procedure did not reveal any fracture, stent ring enlargment of stent ring migration. Aortic enlargement ( persistent) of + 8.9mm was observed when compared to cts taken approximately 4 years and 10 months earlier . The maximum aortic diameter was 61.8mm. The image was not assessable for endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.